Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Event description:
It was reported that a lead safety switch had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. It was noted that the rv lead is manufactured by a competitor. No adverse patient effects were reported. This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative. It was reported that a red alert had been generated for this system due to another out of range pacing impedance measurement on the rv channel. Additionally, jumpy measurements and abrupt changes in the measurements were observed. X-ray did not identify any lead damage. The device was reprogrammed to bipolar pacing and sensing and the lead safety switch was programmed off. Review of the arrhythmia logbook identified noise on the atrial and rv channels which resembled external noise. X-ray did not identify any lead damage. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. It was noted that the rv lead is manufactured by a competitor. No adverse patient effects were reported.